Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this pt. The equivalent product, lc bead, is available in the USA and is indicated for the treatment of hypervascular tumours and avms. The device has not been sent to the manufacturer for evaluation. Batch review will not be possible for this case if the reporter does not specify lot number. Given case information currently available, it is difficult for the manufacturer to assess if product malfunction/deficiency has occurred. Medical assessment: per reported information, pt developed hepatic failure soon after deb-tace. This is serious harm and erroneous use of the product cannot be excluded (e.g. Pt's hepatic function status prior to treatment may not have been adequate to tolerate treatment). Further information is being sought by the manufacturer. This event needs to be considered medically reportable as pt died, apparently from the liver failure.

Event description:
Initial information was received from a user facility, via a partner organization, on the (B)(6) 2014. It was reported that on (B)(6) 2014, transcatheter arterial chemoembolization (tace) was performed on a pt with hepatocellular carcinoma. The pt received device dc bead (bead size: 100-300pm). Following this procedure, on (B)(6) 2014, pt hepatic failure got worse (serum bilirubin level and ast increased) and the pt was pronounced dead on the same day. The reported reason for pt death were dic and multiple organ failure. The information provided, goes onto to state that the pt had already suffered from hepatic failure and the tace procedure was performed at the requested of the pt and pt's family. The report information further states that pt death was due to progression of underlying disease, so was not considered to be due to the use of the device.